Event description:
Dealer called stating that the white plastic stopper on the 6240 walkers are allegedly pushed in on the legs. This white plastic piece should be visible to help the wheels slide into the frame legs but they are allegedly shoved up into the legs. No injury.